Event description:
It has been reported to philips that the flexvision pc had issues with startup. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the flexvision pc was defective. The system was replaced and applications were reinstalled. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that flex vision pc had issues with startup. After reviewing the log file fse found that flex vision pc was not operating properly. The fse reinstalled the software for the geo ipc and touch screen module, replaced the flex vision pc and battery, and reorganized the host pc's backup. Following the completion of repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.